Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller exchange was confirmed via the log files review. The periodic log file spanned approximately 56 days ((B)(6) 2020 per the timestamp). The first 3 events in the log file revealed a default timestamp of (B)(6) 2000 starting 00:00 and the controller clock was not in sync activating controller clock corrupt alarm. The controller was connected to a driveline on (B)(6) 2000 at 01:59. The controller clock was synced from the default timestamp of (B)(6) 2020 at 06:07 resolving the controller clock corrupt alarm. The log file indicates that the patient started using the system controller, serial(B)(6) , on (B)(6) 2020. Based on the submitted log file, the patient was using system controller, serial (B)(6) on (B)(6) 2020. Patient¿s information in salesforce shows that the patient was given both controller, serial (B)(6) . These points indicate that a controller exchange occurred on (B)(6) 2020. The system controller, serial (B)(6) , was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (rev. C) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 12may 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the controller was requested, but not yet provided.

Event description:
It was reported that a controller exchange on (B)(6) 2020 was observed in the log file.